Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. (B)(4).

Event description:
It was reported that the procedure was performed to treat a lesion in the distal right coronary artery (rca). A 3.50x15mm rx xience sierra stent delivery system (sds) was advanced to the target lesion and preparation was performed inside the anatomy. When applying negative pressure, a leak and crack in the hub were noticed and the balloon failed to inflate. The stent was removed and replaced. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported cracked hub, leak and inflation issues were confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as the device was prepped prior to insertion into the anatomy without reported issue. It is likely the hub interacted with the device accessories during connection (stopcock, indeflator, etc.) Causing the reported crack in the hub and subsequent leak and inflation issues. There is no indication of a product quality issue with respect to manufacture, design or labeling.